Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('painfull heavy perioda worse') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), anger ("I get angry") and dysmenorrhoea ("painfull heavy perioda worse"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the menorrhagia, anger and dysmenorrhoea outcome was unknown. The reporter considered anger, dysmenorrhoea and menorrhagia to be related to essure. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event added: painful heavy period worse. Reporter was added. Event medical device removal deleted and surgery added to menorrhagia. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('finally have mine scheduled') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced anger ("I get angry"). The patient was treated with surgery (surgery to remove essure). At the time of the report, the medical device removal and anger outcome was unknown. The reporter considered anger and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report : medical device removal, anger. Most recent follow-up information incorporated above includes: on 20-jan-2020: update imdrf codes. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('finally have mine scheduled') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced anger ("I get angry"). The patient was treated with surgery (surgery to remove essure). At the time of the report, the medical device removal and anger outcome was unknown. The reporter considered anger and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report: medical device removal, anger. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.